Event description:
A healthcare facility in belgium reported via a fisher & paykel healthcare (f&p) field representative that the rt265 infant dual-heated evaqua2 breathing circuit swivel was found disassembled. It was further reported that the patient experienced an impact on the "lung recruitment (loosing pressure)". No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Results: visual inspection of the returned rt265 circuit revealed that the swivel elbow and swivel wye was returned partly disassembled. No damage was observed to the swivel wye or the swivel elbow of the complaint device. The swivel elbow and swivel wye were reassembled and the pressure test confirmed a tight fit of swivel components. Conclusion: investigation into this complaint reviewed the manufacturing process (operator, equipment, measurement and environment), process documentation, samples of product, complaint devices and performed a material analysis. The investigation indicated a potential resin material mix-up was the most likely cause. We have since implemented an additional material verification step, at the point of resin material addition to the moulding machine feed. This verification would identify any potential resin material mix-up prior to use. All rt265 dual-heated evaqua2 breathing circuits are designed to conform to iso:5367. All rt265 circuits are visually inspected, pressure and flow tested during production and those that fail, are rejected. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation to determine if our product caused or contributed to the reported event. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the rt265 infant dual-heated evaqua2 breathing circuit swivel was found disassembled. It was further reported that the patient experienced an impact on the "lung recruitment (loosing pressure)". No further patient consequences were reported.